Event description:
It was reported patient was experiencing shocking sensation at the pocket site. As such surgical intervention was undertaken on 07 aug 2024, where a new pocket was created and ipg moved. This addressed the issue and therapy restored following the procedure.

Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.